Event description:
It was reported that at defibrillation threshold testing the device had low impedance and did not deliver all the programmed energy for defibrillation. The patient required external defibrillation. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.